Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent ventricular undersensing issue was observed. The patient initially experienced ventricular tachycardia rhythm and a shock caused acceleration of ventricular fibrillation. Due to intermittent dropout a shock was received which converted the rhythm back. Programming changes were recommended. No further information available.